Manufacturer narrative:
This information is based entirely on journal literature. Multiple patients and manufacturers were referenced in the article, but with no manufacturer device/product failure correlation/serial numbers. The gender of the baseline characteristics is female and the baseline age is approximately 70 years old. Possible models could include: 5068; 5072; 5568. Without a lot number or device serial number, the manufacturing date cannot be determined. Since no device ID was provided, it is unknown if this event has been previously reported. Request for additional information will be made and upon receipt a supplemental report will be submitted accordingly. Referenced article: prevention of chronic atrial fibrillation by pacing in the region of bachmann¿s bundle: results of a multicenter randomized trial. J card electrophys 2001;12:912- 917.

Event description:
A journal article was reviewed which contained information regarding implantable pacing leads. Multiple patients and multiple manufacturers were noted in the article; however, a one to one correlation could not be made with unique device serial numbers. The article reports patients experienced hematoma, pericardial effusion, congestive heart failure, myocardial infarction, seizures, chest pain and aortic/femoral bypass. It was noted that some patients required pocket revision and ventricular lead positioning. The status of the leads is unknown. Further follow up did not yet yield any additional information. No patient complications have been reported as a result of this event.